Event description:
In 2008, this patient underwent endovascular repair using gore excluder endoprostheses. In 2009, a distal type I endoleak was discovered, therefore, coil embolization of the right internal iliac artery was performed in anticipation of treatment of the distal type I endoleak. The following month, a gore excluder iliac extender component was implanted in the right common iliac artery to treat the distal type I endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional devices used in procedure: pxl161407, pxc141200.